Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Product ID a820 serial# unknown, product type: software. Product ID hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2025, the patient reported that the communicator was not holding a charge, and it took 15-20 minutes to get it to work. The agent walked the patient through resetting the communicator. The patient mentioned that when they bent over, they were able to successfully connect to the pump and deliver a bolus, and they also mentioned that they had the pump filled last monday. The patient stated that they had to charge the communicator every time they used it because the battery died after they used it one time. The agent reviewed that the orange light was normal when the communicator was plugged in and not when it was unplugged. The patient confirmed the communicator battery light was not on when unplugged and therefore was working as intended. The agent assisted the patient with clearing the data and resyncing with the pump. The agent reviewed communicator placement considerations with the patient. During the call, the patient was able to connect to the implant. The patient was going to monitor the issue and call back if needed. The patient called back on (B)(6) 2025, stating that they had called once before because the communicator battery only lasted for one time of delivering a bolus, so they would have to charge the communicator after each use. The patient stated that this was still the case. The agent reviewed communicator replacement with the patient. The patient also stated that it was taking a long time for the equipment to pair. The agent clarified with the patient and the patient confirmed that the handset was lagging at 90%. The patient stated that the last time they called, they were walked through some steps to help make the handset faster. The agent guided the patient through clearing the handset data. A replacement communicator was requested from the repair department.